Manufacturer narrative:
A getinge field service engineer (fse) stated it was found that it was caused by the air leakage of the safety disk. In order to resolve the issue replacement of the defective part (safety disk assy) was done and is delivered for use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cs100 intra-aortic balloon pump (iabp) units boot test was normal, and there was a loop air and the maintenance mode test. There was no patient harm reported.